Event description:
The customer reported to olympus the light went out mid-procedure. It is unknown if there was harm or injury to the patient due to this malfunction. When the physician was using the dials the light would cut out. The light would come back on, but then if the physician moved it a different direction the light would turn off again. No troubleshooting was performed. The physician only turned the light on and off at the processor. The malfunction caused a prolonged procedure however the length of time was not provided.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device and identified the following: reported event was confirmed, adhesive cracked, insertion tube had dents and lens guide tube had dent/peeling. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00033.

Event description:
Additional information received from the customer: at the start of the procedure, the image was visible on the screen. Then, the screen went black. The image would reappear on the screen depending on how the physician moved the scope. The procedure was completed with the same device. There was an additional 3-4 minute delay due to the periods of the screen going black. No patient harm or complications. Patient is reported to be doing fine.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. B5 and h10 updated. This report has been submitted by the importer under this MDR report number 2429304-2022-00033.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, although the specific root cause of the reported event could not be determined, the likely cause of the event is as follows: 1) the insertion tube was dented by stress applied. 2) the dent blocked movement of the internal charge-coupled device (ccd) cable. 3) manipulation under the above condition applied stress to the ccd cable and caused kink and/or breakage. This supplemental report includes a correction to h3 to provide information that was inadvertently not included in the previous submission. Olympus will continue to monitor field performance for this device.